Manufacturer narrative:
Investigation ¿ evaluation. It was reported a redo single lumen tpn catheter set (part number c-tpns-3.0-65-redo, lot number 9571764) split when trying to unclog by urokinase with 10ml syringe. The catheter was repaired with a repair kit and a new unclogging attempt took place (documented in a related complaint with patient identifier (B)(6)). The 2nd attempt to unclog the catheter result in a new leak (documented in this complaint) due to probable overpressure. The catheter was changed and a new set was used. Based on the complaint description its possible the leak occurred on the repair section of the catheter or on part of the original tpn catheter (c-tpns-3.0-65-redo). It was not possible to determine this from the device returned for the related complaint. It has not been possible to get additional information from the customer clarify either. If it was the repaired section that leaked the likely related cook part number is c-rhcs-3.0 as this the only repair kit offered for c-tpns-3.0-65-redo. A review of the complaint history, device history record, instructions for use (IFU) and quality control was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record (DHR) for the repair kit could not be carried out due to a lack of lot information. A review of the device history record for the catheter set lot 9571764 and catheter lot ni9571763 found no related nonconformances associated with this failure mode. A search of the complaint database found the only other complaint reported for lot 9571764 (for the original tpn catheter) which is for the same device as this complaint. The related complaint documents the hub separating from silicone sleeve that was identified during the device failure analysis. A further related complaint is for the catheter initially leaking after becoming occluded. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: warning: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions: silicone catheter are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance: after catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If blood is not freely aspirated, catheter tip position should be immediately reevaluated by the physician. If catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to (B)(4) units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Possible contributing factors that could not be ruled out include catheter maintenance or excessive pressure as a cause of this event. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k): preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook tpn single lumen catheter repair set was found to be leaking. An initial attempt to unclog a redo single lumen tpn catheter set by urokinase with a 10ml syringe caused the catheter to split. This was referenced in mfg. Report reference number: 1820334-2020-00901 the catheter was repaired with a repair kit and a new unclogging attempt took place. This new attempt resulted in a new leak that was thought to be due to "probable overpressure". The catheter was then replaced in an additional procedure. Additional information has been requested regarding event information but is currently unavailable. No other adverse effects have been reported.